Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 08p26 that has a similar product distributed in the us, list number 8p27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
He customer reported false positive alinity I havab igg results for a patient while running on the alinity I processing module. The customer provided the following data: (the reference range is < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid: (B)(6) (on ai201178): on (B)(6) 2022, 1st run: 4.32 s/co; on (B)(6) 2022, 2nd,3rd, and 4th run: 0.86, 1.56, 1.34 s/co; on 26sep2022 5th run: 0.76 s/co on (B)(6) 2022, ran same sample on another alinity (ai20180) 3 times and generated results between 0.77-0.85 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I havab igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Tracking and trending were reviewed and do not identify any related trends for the product for the issue. In-house testing was performed with a retained reagent kit of the complaint lot 37306be00. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. Device history record review did not identify any non-conformances or deviations associated with lot number 37306be00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I havab igg reagent lot 37306be00 was identified.